Event description:
The reporter, a school nurse, alleges back to back results of hi and 200 mg/dl on the customer's meter. No report of an adverse event. Controls were not run. Return and replacement is not possible as nurse would not provide customer's information.